Manufacturer narrative:
Date received by manufacturer: 22oct2019. Report date: 23oct2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen fault. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13aug2019.

Event description:
The customer reported a touchscreen fault. There was no patient involvement.